Event description:
Information received indicates the siderail is not staying up due to a broken right siderail end tube.

Manufacturer narrative:
The technician replaced the broken siderail end tube to repair the bed.